Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to high pacing impedance and oversensing that inhibited rv pacing. The first replacement rv lead was placed but the pacing thresholds increased and an attempt to reposition was not successful due to patient anatomy and likely friction with existing leads. This rv lead was removed and another rv lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.